Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the table top illuminator was not working before surgery. The auxiliary illuminator was working.

Manufacturer narrative:
Additional information provided. A service request was opened. A review of the sr indicates the customer called technical services (ts) to report their issue. Ts called the customer back to schedule service but the customer indicated that the system was now working as intended and no longer needed service. The system was manufactured on august 9, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).